Event description:
It was noted at a procedure on (B)(6)2012 that this l v lead is in the ra port of the device. This is off-label. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).